Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced supra ventricular tachycardia (svt). The right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) exhibited no anti-tachycardia pacing (atp) therapy and no treatment for svt. The rv lead and the ipg remain in use. No further patient complications have been reported as a result of this event.